Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer was treated with food and glucose tablets for lows. Customer's low blood glucose at time of incident was 42 mg/dl and current blood glucose 473 mg/dl. The drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis.